Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 860 mg/dl. The patient reports being unable to activate their pod due to receiving a communication error at startup. The patient reports having a stomach ache and headache. No additional information is available as to treatment received at the hospital. The patient remains in the hospital at the time of this call. The patients pod will not be returned as it has been discarded. As a result of this event the patients doctor made a prescription for the op5 system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.